Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump alarmed during self-test due to faulty remote frequency board. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm and radio frequency pic failed self-test on the insulin pump. Customer advised they receive the motor error alarm during the rewind process and the radio frequency pic failed self-test alarms while they are sitting in class. Troubleshooting for the alarms was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.